Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, treatment with vancomycin was stopped and on an unreported date after the vancomycin was stopped, the patient began treatment with cefepime (route, dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment with cefepime was ongoing. Dianeal therapy was ongoing. After five days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.